Event description:
Spontaneous call from patient's father to report he was doing a cartridge change and priming the line when he noticed large air bubbles close to the connector the size of a pen tip. Patient's father let the line drip while continuing to prime to try and get the bubbles out but was not able to. He stated they were in the connector near the entrance of the line that goes to the patient's arm. Another cartridge change was performed with new tubing and patient's father called back saying he had the same issue with large bubbles in the tubing. He said he has never had large air bubbles present before with the cleo tubing and believes there may be a defect with the neria tubing. Provided lot number of 6000356. Pt was infusing and was advised to watch for occlusion alarm on remote to make sure air bubbles were not obstructing the fluid pathway. Patient's father will use a different lot number of tubing for next cartridge change. Ref report: mw5167750. Reported to (B)(6) by pt/caregiver.